Event description:
(B) (4). Same case as MFR report #: 2134265-2010-01786. It was reported that during a percutaneous carotid artery intervention stenting treatment procedure, the patient experienced hypotension, tachycardia and ecchymosis. The index procedure treated the 90% stenosed, 6x12mm target lesion located in the left ostium internal carotid artery. Treatment utilized a bsc filterwire ez and placed a 8x21mm wallstent. Following post dilation with an unspecified device the residual stenosis was 0%. During the procedure the patient experienced hypotension and tachycardia, each resolving without further treatment or residual effect. The patient also had a palpable lump and ecchymosis of the right groin puncture. The patient was discharged the following day. Nine days later the patient returned for a follow up visit, and the right groin puncture was healed and the ecchymosis was resolved. An arterial duplex was performed which showed no evidence of pseudoaneurysm or arteriovenous fistula. In (B) (6) 2009, the patient was seen for a 30 day study follow up visit and was asymptomatic.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).